Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patient's feet were hot, which worsened after a device change and programming update. Patient attempted to resolve the issue by turning the device off again after a week, nothing it didn't provide relief. Patient continues to experience "feet feeling hot" and done with device. Patient received all new equipment on (B)(6) 2025 instead of refurbished items. New device now charges correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they have continued to experience issues charging their implantable neurostimulator (ins). Caller confirmed that they began calling manufacturer about this issue sometime around 2019 and confirmed that they last called in 2021 and have received a replacement recharger telemetry module (rtm) and controller but thesame issues still persist. Caller stated that they have since then turned stimulation off because the therapy itself never worked to relieve symptoms but they still charge their ins in case they need an MRI. Caller stated that after charging the ins for about 5 minutes, battery empty recharge the controller soon displays when the controller isn't depleted. Caller also stated that the controller will display "finished" when the ins is only 40-50% charged. Caller stated that they haven't used their therapy in about 5 years due to all of the issue with the external equipment and also due to the fact that the therapy doesn't provide them relief. Caller confirmed no visible damage to the recharger, controller, or battery pack. Agent reviewed informatio n and sent a request to repair to replace external equipment due to ongoing issues with external equipment. Caller also stated that they met with /manufacturer representative (rep) on 10/5/2025 for reprogramming and was told to leave stimulation on for a week and see how it feels. Pt stated that it made their feet feel hot so they turned the ins back off.